Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the calcified unspecified artery the balance middleweight (bmw) guide wire was advanced but could not cross the lesion. The bmw was removed from the anatomy without reported issue. Outside the anatomy it was noted that the unspecified coating between the area of the j-portion and the shaft was missing; no fragment of the coating remained in the patient anatomy. The procedure was concluded successfully by using a second bwm guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.